Event description:
A reported incident involving a spinning spiros closed male luer, the tubing disconnected from the patient when the patient began walking. The patient¿s caregiver clamped the implanted venous access device (ivad) line and reattached the tubing to the ivad. The caregiver reported that the disconnection occurred at the spiros connection rather than at the closed system connection. The infusion was not restarted. There was patient involvement with no injury reported.

Manufacturer narrative:
The device is available for evaluation; however, has not been received.